Event description:
The report received via the study indicated that difficulty was experienced during withdrawal of the angioguard filter wire after stenting, as the capture sheath became snagged on the stent. The stent did not move from its deployed position, and they were eventually able to remove the angioguard system. The patient experienced an adverse event reported as a sudden ischemic stroke during the procedure, with aphasia and right sided hemi-paresis and neglect. Although the patient is said to be recovering well, the neurological damage was described as permanent. The site indicates the event was related to both the precise stent and angioguard ecgw.

Manufacturer narrative:
This is one of two products used during the same procedural setting. Please reference MFR. Report #s 1016427-2008-00124 and 9616099-2008-01117. Per facility report c 5,625: cordis corporation reported no product is expected to be returned to facility for evaluation; however, a copy of the complaint investigation request, including lot traceability was provided. Without the turn of the actual device in question for evaluation, facility is unable to determine the exact cause for this incident. Lake region did review the device history records relative to the manufacturing, inspecting and packaging of lot 02991437, which corresponds to cordis lot number 71007511. This packaging lot contained 107 units, which were shipped from facility in 2007. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.